Manufacturer narrative:
Investigation summary: the customer reported a separation below the drip chamber, and returned one used sample of material #2420-0500. Lot #21043019. The sample was clearly separated below the drip chamber and the complaint is verified. Visual analysis under the microscope found the root cause to be shallow insertion depth of the tubing onto the drip chamber post. No other failure modes were observed. A device history record review for model 2420-0500 lot number 21043019 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set IV tubing came apart under the drip chamber. The following information was provided by the initial reporter: "IV tubing coming apart under the drip chamber".